Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the patient's lead was connected to the device and then repositioned. It was noted that after repositioning, the setscrew was not able to be engaged easily. Eventually, the setscrew was able to be used, and the device is still in use. No patient complications have been reported as a result of this event.